Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: there was evidence of short battery life illustrated in the black box. The returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed in the battery canister and on the battery cap. The leak test failed due to a battery compartment leak. The battery cap was fastened and ¿ez-prime¿ steps were performed correctly. All currents reading were within specifications; the original complaint could not be duplicated. The pump¿s cover was removed and no further moisture was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.